Event description:
It was reported that during an acl procedure, the needle of the novostitch cartridge was bent and caused the suture could not pass through the meniscus. Procedure finished with s/n backup device. No surgical delay or injury to patient reported due this event. Results of investigation have concluded that the distal tip of the shaft (lower jaw) of this unit was detached which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site. Preliminary results of investigation fount that the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A visual inspection found no suture in the suture pod, needle and sled are detached, needle is severely bent and the distal tip of the shaft is detached. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, improper loading, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A visual inspection found no suture in the suture pod, needle and sled are detached, needle is severely bent and the distal tip of the shaft is detached. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, improper loading, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code).